Event description:
On (B)(6) 2011, patient reported elevated blood glucose of 400-450 mg/dl due to bent infusion cannulas. Normal blood glucose range is 95-200 mg/dl. The infusion sites have leaked insulin, and patient can smell insulin coming out of the site. Patient noticed the cannula was bent after the headset was removed, and the cannula was bent more than one time. There were no issues when preparing the infusion set, and the headset was inserted using the insertion device. Patient "moves a lot" at work and is not sure if that contributed to his concern. He would notice the problem when he bolused for lunch and dinner. This was an ongoing concern over the previous 2 months and occurred almost every day. Infusion set was replaced and requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.